Event description:
A scan error message was reported with the abbott diabetes care (adc) device in use with samsung a536b with android operating system version 14. The customer received a scan error message and was unable to obtain readings. As a result, the customer experienced hypoglycemia with symptoms such as seizure and loss of consciousness. The firefighters were called and upon arriving, the customer was transported to a hospital where subcutaneous glucagon injection (dose unknown) was administered for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced a "scan error" message with the freestyle librelink application. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved and android 14 app version 2.10.1.10406, and was not able to reproduce the complaint. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a france customer. This is same/similar to us freestyle libre 2 android application part number 71857-01. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.